Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number 80g6mh. However, transmitter with serial number 8lg6mh was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0vdc. A review of the share logs was performed and signal loss over 1 hour was not found for serial number 8lg6mh within the investigation window. The allegation was undetermined. The probable cause was determined to be the allegation was not found. The reported event of signal loss over 1 hour is reportable based on share log: no data in the investigation window. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.